Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The alarm issue was identified as f-49 (malfunction in real time clock: abnormal rtc data) alarm during functional tests and review of the alarm log. The cause of the condition was that the device was not properly configured. To correct the condition, the device was configured according to the service manual. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was continuously alarming. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.